Manufacturer narrative:
Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on available information an assignable cause of anticipated procedural complication was assigned to the as reported issue of patient stroke, vessel thrombosis and dysphasia since the issues are due to known physiological effects of the procedure and or/ patient condition noted with the direction for use, device labelling and/or risk documentation files.

Event description:
It was reported during a stent assisted coiling of aneurysm at the middle cerebral artery(mca) branch, the coil was repositioned and wrapped around the stent (subject device). The patient returned with an acute occlusion of the m2 branch due to in-stent thrombosis. The physician administered tpa (tissue plasminogen activator) and other medication to breakup the clot and restore blood flow, no other medical interventions were performed. It was reported the patient is stable however, patient was reported to have continued stoke symptoms and aphasia as a result of the event. No further information is available.

Event description:
It was reported during a stent assisted coiling of aneurysm at the middle cerebral artery(mca) branch, the coil was repositioned and wrapped around the stent (subject device). The patient returned with an acute occlusion of the m2 branch due to in-stent thrombosis. The physician administered tpa (tissue plasminogen activator) and other medication to breakup the clot and restore blood flow, no other medical interventions were performed. It was reported the patient is stable however, patient was reported to have continued stoke symptoms and aphasia as a result of the event. No further information is available.

Manufacturer narrative:
The following sections have been corrected based on the further review and the correction of the investigation. H10 additional mfg narrative: although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Additional information provided by the customer indicated that anatomy was very tortuous. Therefore, this complaint appears to be associated with a product that met the design and manufacturing specifications and was used in accordance with the dfu (direction for use), but performance was limited due to procedural factors during use.

Manufacturer narrative:
The subject device remains implanted in the patient.

Event description:
It was reported during a stent assisted coiling of aneurysm at the middle cerebral artery(mca) branch, the coil was repositioned and wrapped around the stent (subject device). The patient returned with an acute occlusion of the m2 branch due to in-stent thrombosis. The physician administered tpa (tissue plasminogen activator) and other medication to breakup the clot and restore blood flow, no other medical interventions were performed. It was reported the patient is stable however, patient was reported to have continued stoke symptoms and aphasia as a result of the event. No further information is available.